Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient's lead had migrated. As a result, surgical intervention was undertaken during which the patients lead was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient's lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.